Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the user restarted the system to continue the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were failed. Upon functional testing, the fse checked the logs file, and the error indicated communication issue of the geo-pc with host pc. The fse determined that the geo pc was defective. To resolve the reported issue, the fse replaced geo pc. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.